Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available, however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed an external fluid leakage from the filter effluent port. The reported condition was verified. The probable cause of the condition is due to an internal crack on the dialysate port due to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leakage occurred at the dialysate port. There was no patient involvement. No additional information is available.